Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Roberts dg, sparks hd, cusumano lr, mathevosian s, duckwiler gr, mcwilliams jp. Comparison of feeding-artery-only versus nidus-plus- feeding-artery embolization of pulmonary arteriovenous malformations. Journal of vascular and interventional radiology. January 2021. Doi:10.1016/j.jvir.2021.01.271 medtronic literature review found a report of hemothorax, hematoma treated with manual pressure, pneumonia required antibiotics, hem optysis, anemia requiring 1 unit packed red blood cells with no sign of bleeding, and pleuritic chest pain in association with axium and concerto coil embolization and echelon catheter use. The purpose of this article was to compare coil embolotherapy outcomes of feeding-artery-only versus nidus-plus-feeding-artery technique for treating pulmonary arteriovenous malformations (pavms). The authors reviewed 219 cases of 90 patients treated for pulmonary arteriovenous malformations (pavm) using coil embolization. Of the 90 patients, the average age was 42.8 years, 59 were female and 31 were male. The results indicated the nidus plus feeding artery technique is more advantageous than the feeding artery only technique because more embolic material is able to be placed in the pavm. The article does not state any technical issues during use of the axium coils, concerto coils, or the echelon catheter. The following intra- or post-procedural outcomes were noted: hemothorax hematoma treated with manual pressure pneumonia requiring antibiotics hemoptysis anemia requiring 1 unit packed red blood cells (no sign of bleeding) required additional admission pleuritic chest pain.